Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter had a power issue ¿ does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on (B)(6) 2017, 6:00am. The patient manages his diabetes with novolog mix 70/30, 45 units in the morning and 30 units in the evening and made no change to her diabetes management in response to the alleged product issue. The patient stated that 3 hours after the alleged product issue began she developed the symptom of ¿sweating, shaking and dizziness¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was the first time the meter was being used, there was no misuse of the meter, the correct test strips were being used and when the patient pressed the power button or inserted a new strip the meter did not turn on. Based on the information provided the meters battery did not require to be replaced. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.